Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the power on reset (por) error message appeared when the patient was using her recharger. This por was not related to an over discharge event and she had been keeping her implantable neurostimulator (ins) charged. The patient noted that the patient programmer (pp) got lost/stolen, so she had been using her implantable neurostimulator recharger (insr) to turn the therapy on/off. There were no reports of recent medical tests of emi environmental exposure. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to clear the por; an appointment was scheduled for (B)(6) 2019. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.